Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his lead exhibited loss of capture in unipolar pacing configuration. The rv lead was programmed to increase output in unipolar configuration, with possible rv lead revision in the future. No patient complications have been reported as a result of this event.